Event description:
The customer reported that erroneously high urine electrolyte results were generated for multiple patients over two (2) days from the au680 clinical chemistry analyzer. This report references the event which occurred on (B)(6) 2014; please refer to medwatch report #9612296-2014-00129 for the report of the event which occurred on (B)(6) 2014. The customer stated that patient results were released outside the laboratory. However, there was no report of any change or affect to patient treatment in connection with this event. The customer stated that quality control (qc) was performed daily and recovery was within the established limit of the laboratory. The customer also indicated that maintenance was last performed on the analyzer on september 23, 2014.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the mixer motor and reference block to resolve the issue. The fse performed several precision runs and obtained results which were within specifications.